Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2019 due to seizure and traumatic brain injury and was in a life altering status with and unknown blood glucose levels. The customer was confined for 8 days and rehabilitated for 8 months. The customer was not wearing the insulin pump during the time of the call. The insulin pump will not be returned for analysis.